Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the healthcare professional (hcp) had not seen the patient since the implantable neurostimulator (ins) change. Prior to the ins change the patient had seen their hcp for mild discomfort. The ins was interrogated and small adjustments were tried with the patient symptoms and examination changes used as a guide. The patient was programmed to c+ and 1- at 4.1v, 90 pulse width, and 120 hz interleaved with c+ and 2- at 4.1v, 90 pulse width, and 120 hz on their left side. Impedance was below normal limits when tested at 2.56v. The patient was then referred to another hcp due to the ins being at end of life (eol).

Manufacturer narrative:
Product ID 3387-40, lot# j0454428v, implanted: 2004 (B)(6); product type lead product ID 748240, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient¿s implantable neurostimulator (ins) had an elective replacement indicator (eri) message. The ins had naturally depleted and an ins change was scheduled. The ins was double checked three days later and the patient was experiencing occasional shocks and tingling in her right face and hand, contralateral to the lead and ins. Diagnostic testing or troubleshooting included impedance testing and it was unknown if action was required as a result of the event. All impedances were in the normal range. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.